Event description:
It was reported by the customer "inner catheter stylet attached to the catheter without possibility of removal." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult stylet remove is confirmed but the exact cause remains unknown. Three photo samples of a 4 fr groshong nxt catheter were provided for evaluation. The photos appear to show similar angles of the catheter outside of patient use. The stylet appears to be partially retracted from the catheter. Bunching of the catheter is noted at the proximal end. No apparent kinks in the stylet are noted in the images. Based on the information provided, possible contributing factors include retraction against resistance, lack of flushing prior to retraction, and kinking of stylet contributing to resistance. Since evidence of a difficult stylet removal and bunching of the catheter were observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "inner catheter stylet attached to the catheter without possibility of removal." No other information was provided.